Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure on (B)(6) 2022, a dissection occurred in the common carotid artery (cca) while using the 0.014" guidewire. The physician placed two unplanned stents to cover the dissection. The procedure was completed.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure on (B)(6) 2022, a dissection occurred in the common carotid artery (cca) while using the 0.014" guidewire. The physician placed two unplanned stents to cover the dissection. The procedure was completed.